Event description:
Da vinci stapler did not deploy properly. The stapler showed an error message that tissue was too thick. Is a vascular stapler. The stapler was sequestered, and a new stapler was opened for the case.